Manufacturer narrative:
Findings:pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had physical damage. Customer's blood glucose was 167 mg/dl. The customer stated that there is cracks on the screen of the device. The customer stated that he dropped the pump then slammed in the door. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.